Event description:
It was reported that the left ventricular lead dislodged. The lead was capped and replaced. There was no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).